Event description:
The device is being exchanged by the customer for an unknown reason.

Manufacturer narrative:
The market has confirmed there is no specific allegation of malfunction against this device. This case was created in order to perform a fit for use test to confirm functionality of the device following exposure to heat and water during a fire at the customer's facility.